Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6) girl with previous shunt (823100). Decision was taken to implant a certas valve with siphon guard due to problem with over drainage. The clinic has recently started to use certas plus (6 month). The surgeon was experienced and had attended education for certas plus use. During surgery certas plus valve was implanted in the wrong direction of flow. Post op patient status was not improved as expected. Patient was reoperated later the same day after x-ray displayed the mistake. The patient was okay after surgery and did not suffer any permanent impairment.

Manufacturer narrative:
It was not possible to investigate the complaint as no samples were returned for evaluation. If the samples are returned in the future, this complaint will be re-opened and evaluated. Review of the history device was not possible as the lot numbers were unknown. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.